Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Only the connector portion of the lead was returned in one piece measuring 6.9cm. Final analysis found an external insulation abrasion exposing the outer coil at 6.4 cm to 6.6 cm from the connector pin. The abrasion was consistent with exposure to constant friction against another implantable device.

Event description:
This report is to advise of an event observed during analysis.